Manufacturer narrative:
(B)(4)

Event description:
Dexcom was made aware on (B)(4) 2018 that on (B)(6) 2018, the patient experienced a loss of connection. No additional patient or event information is available. Data was provided for evaluation. Loss of connection was not confirmed. The root cause could not be determined. No additional event information is available. Labeling indicates: the dexcom g5 mobile application is only compatible for select smart devices and mobile operating systems.